Event description:
It was reported that there was an abnormal additive in tubes with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. This occurred prior to use with 13 tubes of batch 9036787 and 6 times with batch 9004637. The following information was provided by the initial reporter: complaint from private laboratory. The user complained that white spots were found on the tube. 1) 13 packs (pack of 100's) - 9036787. 2) 6 packs (pack of 100's) - 9004637.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and additive abnormality was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9004637. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-01-04. Medical device lot #: 9036787. Medical device expiration date: 2020-05-31. Device manufacture date: 2020-05-31." 510(k)#: k945952, k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was an abnormal additive in tubes with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. This occurred prior to use with 13 tubes of batch 9036787 and 6 times with batch 9004637. The following information was provided by the initial reporter: complaint from private laboratory. The user complained that white spots were found on the tube. 1) 13 packs (pack of 100's) - 9036787. 2) 6 packs (pack of 100's) - 9004637.